Event description:
Boston scientific received information that this patient was experiencing pain around their implant site. The patient is experiencing numbness and complaining that their device is causing them to have seizures. Also, they express concerns about how they may affect the battery life of their device. The patient was seen in the hospital and programming changes were made.

Manufacturer narrative:
Multiple attempts have been made for additional information and no information has been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.